Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module was replaced and o2 sensor cable has been adjusted. The machine worked fine and passed all the tests after replacing the defective air gas module. The defected air gas module has been returned for further investigation. The returned air gas module was installed in a ventilator and the machine passed all the test without any failure. Our investigation has concluded that the reported problem is confirmed in the provided device logs. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).